Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's nurse reported via phone call, the customer was in the hospital for high blood glucose. Customer did not have any signs of infections. Customer's nurse stated the pump was not working and they wanted to perform troubleshooting on the device. The call was disconnected and no troubleshooting was performed. The device is not returning for analysis.